Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to cuff erosion and pain. The physician stated that the explanted cuff was too tight and caused the erosion. A new aus was implanted. The patient outcome is reported as fully recovered.